Event description:
It was reported that the patient developed a (B)(6) infection, including swelling, warmness and drainage. The leads were removed from posterior auricular and abdomen on(B)(6) 2011. Lab work on (B)(6) 2011 was positive for (B)(6). The right dbs electrodes and portion of left dbs electrodes were removed on (B)(6) 2011. Aerobic and anaerobic cultures were positive on (B)(6) 2011. An MRI on (B)(6) 2012 revealed an edema around the electrodes. The left electrode was removed on (B)(6) 2012. The event resulted in in-patient hospitalization and necessitated surgical intervention. The patient outcome was reported as resolved without sequela as of (B)(6) 2012.

Manufacturer narrative:
Lead model 3389s-40, lot # v734509, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3389s-40, lot # v734509, implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension model 37085-95, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 37085-95, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; programmer model 37642, serial # (B)(4).